Event description:
A malfunction was reported by the customer, identified by code malf 9. There was no adverse impact to the customer's blood glucose level. The customer did not have a charger to reset the malfunction code but planned to call back once a charger was obtained. Cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code did not reoccur. Customer may continue to use the pump.